Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the polar screwplug can't be screwed together with the allofit shell. The setting instrument (impactor) can't be screwed on. This occured during surgery (initial surgery). A new implant was used to complete the surgery.

Event description:
No new information.

Manufacturer narrative:
Investigation results were made available. DHR-review: ref#: 4249. Lot#: 2941463. Yield: 50. Delivered: 48. Scrapped: 2. 1 part scrapped due to stamping was adjusted wrong, leading to damage of the surface area. 1 part scrapped due to one piece fell on the floor and got damaged during packaging of product. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: broken threads. Event description: a allofit cup and a pole plug has been received. It has been reported that the implant screw thread was defect. It was not possible to screw the impactor (the instrument) or the polar plug onto the implant. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the allofit cup shows signs of usage. The screw thread is deformed and seems to be cold welded. From the outside the screw thread is still visible, on the inside it is almost completely ripped out. The pole plug shows no signs of usage. Additionally, there is some cartilage or and bone is visible in the structure on the exterior face of the cup. Functional test: a functional test was performed using the returned allofit cup and polar plug. The polar plug could not be screwed onto the damaged allofit cup. Based on this functional test the reported event can be confirmed. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: aseptic loosening, fracture of implant due to insufficient fatigue strength of shell material and design. Not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Intraoperative complications due to incorrect associated instruments used. Not possible as nothing indicates that a wrong impactor or instrument was used. Implant breakage due to design specification not met. Not possible as the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Implant breakage due to design specification not met. Not possible as the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Intraoperative complications due to inadequate handling during transport/storage. Not possible as nothing indicates inadequate handling during transport or storage. Insufficient material properties of shell leading to fracture due to insufficient fatigue strength of material due to repeated re-sterilization process at hospital. Not possible as nothing indicates the cup was resterilized. Further according to material compatibility specification the material has been tested and a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Intraoperative complications due to excessive insertion force, leading to wrong aligned pole plug. Possible, as it cannot be excluded that an excessive insertion force was present during the impaction of the inlay/ pole plug. Intraoperative complications due to lack of insertion force and/or unclean mating faces are used, leading to wrong aligned pole plug. Possible, as it cannot be excluded that a lack of insertion force was present during the impaction of the inlay/ pole plug. Intraoperative complications due to excessive or lack of insertion force leading to wrong aligned pole plug. Possible, as it cannot be excluded that an excessive or lack of insertion force was present during the impaction of the inlay/ pole plug. Implant dislocation / loosening / breakage / impingement due to incorrect position regarding cup inclination and anteversion: possible, as it cannot be excluded that an incorrect position regarding the cup inclination and anteversion was present leading to the ripped out thread. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The allofit cup shows some significant dents and scratches on the inside as well as on the outside. The thread is almost completely damaged. The screw thread is still visible from the outer side of the cup. Some cartilage or and bone is visible in the structure on the exterior face of the cup, which proves that the cup had already been in contact/impacted into the patient's joint. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Most likely, the application of an excessive insertion force led to the significant damaged of screw thread. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).